Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that an obvious decline in pt's hearing performance was noticed by the guardians since 2011. Problems of the external devices were excluded. A history of a head trauma was denied by the guardians.